Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an in cancerated incisional hernia. It was reported that after implant, the patient experienced mesh fistulized to the small bowel, bowel obstruction, acute abdomen, abdominal pain, dense adhesions, interloop adhesions, and significant omental bleeding converting a procedure to open. Post-operative patient treatment included open repair of recurrent strangulated hernia, a laparoscopic converted to open procedure for lysis of adhesions and small bowel resections.